Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the procedure, the operating physician found guidewire bent. The physician opened up a new kit to finish the procedure." There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine". No additional medical intervention was reported beyond removal of the affected device, and the replacement with another device.